Event description:
The patient reportedly developed a skin flap wound after initial activation of the implant. The patient was recommended by the clinic to use off the ear processor to allow the wound to heal. The patient is being monitored.